Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v430990, implanted: (b)(6 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4)

Event description:
The consumer reported that the patient had been having irritation which was like infection. The patient went to their doctor and they confirmed it was not an infection. It had been going on for a while and started a few months ago. The last time the patient saw their doctor they were instructed to keep the area dry to avoid irritation. It did not work and they still had irritation. The patient had a loss of therapeutic effect and their stimulator did not seem to be working right. The patient got up 3 to 4 times to go to the bathroom, did not seem to make much urine, and did not seem to empty their bladder like they should. It was better in the day time, but they had no symptom control at night starting a few months ago. The patient had x-rays done and did not turn their stimulation off. The patient did not really feel stimulation and felt a little pain there. The patient never felt vibration before. A month ago, the patient's programmer battery was low and they changed the battery. It seemed the stimulation was too strong after that and they turned it down, but then they started to turn it up again because they didn't get any feeling from it. The patient's stimulation was on and it was set on program 4 at 3.1 volts. The patient had an appointment on (B)(6) 2014 and would have an appointment on (B)(6) 2014. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.